Event description:
It was reported by the physician's office that the patient died. The last remote transmission on the date of death at 16:25:19 hours showed "episode in progress" and "all vf [ventricular fibrillation] therapies exhausted for [episode number thirteen]." Additional information states the patient hit head (patient on coumadin therapy). The patient was found in atrial fibrillation by emergency medical services (ems). Upon arrival to the emergency department (ed) the patient was receiving chest compressions, and had been down for approximately thirty minutes prior to arrival therein. Physical exam in the ed shows patient is unresponsive, temperature 96.5 degrees fahrenheit, abrasions with blood and hematoma to the left periorbital region of the head, pupils fixed an dilated at four millimeters, patent airway via endotracheal tube, no spontaneous respirations, and absent heart sounds and pulses.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Although a cause of death was requested and not provided, the cardiologist indicated the patient had episodes of shockable rhythms, was "shocked twice" and had been asystolic "for the last 45 minutes."